Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported slda and tissue injury were due to pre-existing patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was implanted. Second mitraclip xt was implanted. Shortly after closing the clip, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet and small posterior tear was observed. Clip was removed from the patient and replaced with mitraclip ntw. Mitraclip ntw was aligned centrally over the valve, and a snapping sound was heard and the operator felt jolting on the device. In fluoroscopy, the clip was straight and in echocardiography, it was just below the rich. M-knob was not functional and was not able to be turned. Mitraclip ntw was removed from the patient and replaced it with the new mitraclip. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was implanted. Second mitraclip xt was implanted. Shortly after closing the clip, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet and small posterior tear was observed. Clip was removed from the patient and replaced with mitraclip ntw. Mitraclip ntw was aligned centrally over the valve, and a snapping sound was heard and the operator felt jolting on the device. In fluoroscopy, the clip was straight and in echocardiography, it was just below the rich. M-knob was not functional and was not able to be turned. Mitraclip ntw was removed from the patient and replaced it with the new mitraclip. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.